Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the drape was burnt with the near infrared (nir) handheld camera a few times. The technical support engineer (tse) advised ensuring the light source was in standby mode whenever the scope or camera was removed from the light guide or when leaving the device unattended. The procedure was completed with no reported injury.